Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia pump module was programmed for a continuous infusion of hydromorphone at 0.4mg/hr, in addition to a bolus of 0.2mg. However, the md order specified 0mg for the continuous infusion. The customer also noted that the incident was "already cleared" based on the infusion provided but, "it seems that there may have been an issue with how the pca pump was programmed (possibly operator error), leading to a discrepancy between the md order and the pump settings." There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pca programming error was confirmed through event log review and is being attributed to user error. Inspection, log review and laboratory testing of the devices could not be performed because they were not returned for investigation. External inspection of the suspect devices could not be performed because they were not returned for investigation. The suspect pc unit (pcu), pca module, data set and administration set were not returned for investigation. Although the facility did not report the exact date and time of the event, log analysis confirmed that the programming of the suspect pca occurred on (B)(6) 2025 at 6:49 pm. The data showed that the clinician inserted a bd 30 ml syringe and selected guardrails drug ID (B)(6) (suspected to be hydromorphone) with the infusion mode set to pca dose only. All recorded infusions were programmed as pca dose only infusion and not as a continuous infusion, as previously reported by the facility. The log analysis also confirmed that the infusion was not programmed with a concentration of 0.4 mg/hr with a 0.2 mg bolus. Instead, at 6:52 pm, the device was programmed in pca dose only mode with a pca dose of 0.2 mg, a lockout interval of 5 minutes, and a volume to be infused (vtbi) of 22.2787 ml. The first recorded dose request occurred at 9:12 pm, with a rate of 150 ml/hr and a vtbi of 0.5 ml. The log recorded 38 instances of pca dose request from the (B)(6) 2025 to (B)(6) 2025 with a total volume infused of 11.5 ml. Laboratory testing, as well as external and internal inspection of the suspect devices, could not be performed, as they were not returned for investigation. Proper use of the bd alaris¿ system also requires familiarity with its features, setup procedures, programming steps, IV sets, and accessories. Users should thoroughly read all instructions, including those for any attached modules. The bd alaris¿ pcu serves as the central interface for programming infusions, and the user manual emphasizes the importance of verifying all infusion parameters before pressing the start key to begin therapy. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pca programming error was confirmed through event log analysis and is attributed to incorrect programming of the suspect pca module. The infusion was programmed in pca dose only mode rather than as a continuous infusion, contrary to the facility¿s initial report. Additionally, the infusion was not programmed with the expected concentration of 0.4 mg/hr with a 0.2 mg bolus. Instead, the device was programmed in pca dose only mode with a pca dose of 0.2 mg, a 5 minute lockout interval, and a vtbi of 22.2787 ml. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient controlled analgesia pump module was programmed for a continuous infusion of hydromorphone at 0.4mg/hr, in addition to a bolus of 0.2mg. However, the md order specified 0mg for the continuous infusion. The customer also noted that the incident was "already cleared" based on the infusion provided but, "it seems that there may have been an issue with how the pca pump was programmed (possibly operator error), leading to a discrepancy between the md order and the pump settings." There was patient involvement but no harm.